Event description:
Two days post operatively, drain was being removed with minimal tension. Suddenly there was a popping sensation and the drain came out with a portion still in the pt. The pt was returned to surgery where staples were removed from the incision. Site and the broken off piece of drian was retrieved.